Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated the tubes "are filling all the way to the top passing the line required for blood draw.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ctad (buffered sodium citrate theophylline adenosine dipyridamole) blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated the tubes "are filling all the way to the top passing the line required for blood draw.¿